Manufacturer narrative:
The company service representative examined the system and could not duplicate the problem reported. Preventive maintenance was performed. The system was then tested and met all product specifications. (B) (4). (B) (4).

Event description:
Adverse event(s): "a posterior capsule tear occurred" (capsular bag tear, posterior), product problem(s): "system had poor vacuum" (aspiration issue). The nurse reported that during a routine phaco procedure an anterior vitrectomy was performed. The system had poor vacuum during the anterior vitrectomy. The surgeon completed the anterior vitrectomy with a simcoe. Additional information received stated a posterior capsule tear occurred. The posterior capsule tear was not due to any problem with the system. The surgeon stated the visual outcome was okay.